Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The product history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. A follow-up will be submitted when the investigation and product history review are completed.

Event description:
The reported clinical trial involves a death considered to be target lesion related and not related to device or procedure. No additional information is available.